Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer noticed the pump wasn't vibrating after they made a selection on the pump. Subsequently, multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level ranged from 75-96 (mg/dl). Reportedly, the customer has manual injections available as alternate insulin therapy.